Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that patient went to clinic after receiving inappropriate therapy due to far-p oversensing. X-ray revealed that the device has pulled back into the right atrium. The lead was explanted and replaced.

Manufacturer narrative:
Analysis was normal. No anomaly found.